Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer requested assistance turning the carbohydrate feature on. Tandem technical support guided the customer through turning the feature on. Customer stated that blood glucose (bg) levels may have been impacted. The customer did not provide a bg value, and declined to provide any further information regarding their bg levels.